Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent report.

Event description:
During the procedure, a blood leak was noted from the valve of the introducer. The introducer was exchanged to finish the procedure with no patient consequences.

Manufacturer narrative:
One fast-cath transseptal guiding introducer was returned to the manufacturer for analysis. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.